Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement along with high pacing thresholds. So, the physician opted to implant a new lead. No additional information was obtained as the field representative could not provide further information regarding the event. This lv lead was surgically abandoned and was successfully replaced thereafter. No adverse patient effects were reported.